Event description:
It was reported that that during a photoselective vaporization of the prostate (pvp) procedure the fiber broken at 187,027 joules and 32:20 minutes of use. The fiber was cleaned during the procedure the fiber was replaced with a second fiber to complete the procedure. There is no information regarding the status of the patient.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits severe devitrification at output window. The metal cap exhibits mild detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. It is probable that cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to he possibility of glass cap fracture. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure the fiber broken at 187,027 joules and 32:20 minutes of use. The fiber was cleaned during the procedure. The fiber was replaced with a second fiber to complete the procedure. There is no information regarding the status of the patient.